Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged, and evidence of moisture ingress was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: corrosion was observed inside of the battery compartment and on the battery cap; the reported event was duplicated. Visual inspection revealed that the battery compartment was cracked; this device failure directly caused the reported event. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and no further evidence of moisture ingress was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.